Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter defective/damaged during the infusion, the indwelling needle was inspected and the soft needle was damaged.

Manufacturer narrative:
1. DHR/bhr review (lot#4233013): 1) the products of this batch were assembled at intima ii auto line 2 in october 2024 and packaged at r240 package line in october 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint; the damage status of the catheter cannot be identified. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Conclusion(s): since no abnormalities are found in the production process and retained sample and as no defective sample is received for relevant testing, the damage status of the catheter cannot be identified, so the root cause of the defect of the complaint cannot be confirmed. The plant will continue to track and trend the issue.

Event description:
No additional information is available.